Manufacturer narrative:
A product development investigation was performed on the subject device (t-pal spacer applicator inner shaft, part # 03.812.003, lot # 9924870). The returned instrument was examined and the complaint condition was able to be confirmed. Wear was evident primarily along the outer edges and flats of the inner shaft¿s hook as well as some nicks and scratches along the shaft. The fork was separated 3.18mm at the base which is indicative of excessive force during use or cleaning. The complaint condition could not be replicated without the application instruments however it is likely that the aforementioned metal fatigue contributed to the complaint condition. A visual inspection, drawing review, and device history record review were performed as part of the investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The t-pal spacer applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The definitive root cause could not be determined with the provided complaint details; however, it is likely that material fatigue contributed to the complaint condition. The design is adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: t-pal-spacer (part# unknown, lot# unknown, quantity, unknown).

Manufacturer narrative:
Patient information is not available for reporting. Additional device product code lxh. Implant and explant dates: device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.812.003, lot# 9924870. Manufacturing location: (B)(4), manufacturing date: jun 14, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a patient underwent an intraoperative procedure for an l2-s1 fusion and transforaminal lumbar interbody fusion (tlif) using matrix and transforaminal posterior atraumatic lumbar spacer (tpal). The surgeon had implanted the second tpal spacer at l5-s1 (8mm height, 10x28mm footprint) and had trouble releasing the implant from the inserter. The t-pal spacer applicator inner shaft tips look to be too wide spread. After much wiggling, the surgeon finally was able to release the implant properly. For the following level surgeon used backup inserter stylet to complete the case. The procedure was successfully completed with one (1) minute surgical delay. The patient outcome/status was noted as good. Concomitant device reported: t-pal-handle (part# unknown, lot# unknown, quantity unknown). T-pal-knob (part# unknown, lot# unknown, quantity unknown). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).